Event description:
Customer reported that a patient with anti-jka did not react with (B)(4). Patient had no previous history; patient was in end stage renal disease. Antibody screen was performed in gel (15 minute incubation) and was negative. Five units were given over the next few days. New sample was collected (B)(6) 2011 and this time tested with solid phase; anti-jka was identified. Pre and post transfusion samples did not react with (B)(4). Account did not try extending the incubation time in gel to see if they could enhance reactivity.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. All results were satisfactory. Ocd medical reviewed this complaint for serious injury and determined that a serious injury had not occurred. (B)(4).